Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced the high and low blood glucose. The customer's blood glucose was 579, 19 mg/dl. The customer experienced the symptoms related to high blood glucose such as vomiting and diarrhea. The customer contacted the local emergency medical services for dispatch. The troubleshooting was performed. The product will not be returned for analysis.